Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut down unexpectedly. There was no reported impact to the customer's blood glucose level. Custom declined to troubleshoot shut down with tandem technical support. In addition, it was reported that the pump history did not reflect accurate data despite being in use. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.